Manufacturer narrative:
It was not possible for the manufacturer to evaluate the operation and function of the instrument between (B)(6) 2021, which is the period nominated by the complainant when sub-optimal processing of patient tissue samples in 120 cassettes was identified, because relevant instrument logs for the nominated period were not provided. However, the complainant did not report any problem(s) with the operation and function of the instrument to leica biosystems in relation to this event, and the information available suggests that instrument functioned as designed (B)(6) 2021, during execution of the 15 protocols from which sub-optimal processing of patient tissue samples was identified by the complainant. Based on the information provided by the complainant, the patient tissue samples in 120 cassettes derived from 15 processing runs, which had been executed in either retort a or b using the "1 hr and 9 hr" protocols (B)(6) 2021, exhibited sub-optimal processing. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant from the "9 hr standard great river" protocol is considered to be use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. The information provided details that the patient tissue samples exhibiting sub-optimal processing were "gi mostly" and "small" in size. The leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant from the "1 hr biopsy great river" protocol could not be unequivocally determined from the information available. However, the information available suggests that the carryover setting for this protocol may need to be increased from the current setting of 26, as the carryover setting for a one (1) hour protocol would typically be higher. The leica histocore peloris 3 premium tissue processing system user manual includes the user information message below, together with information as to "how to calculate carryover values."

Event description:
The complainant contacted leica biosystems and reported the following in relation to histocore peloris 3 rapid tissue processor serial number (B)(4): "setting wax temperature "tissue frying" cust asking how to adjust wax temperature. Over past week customer said tissue overcooked slightly. All tissue able to diagnose but processing not optimal different programs using modified 1 hr and 9 hr programs. Wax default temp at 65c. Caller did not know wax temperature set in programs. Wax temp in wax baths set for 65c." The assigned leica field applications specialist-core histology (fas) documented that the patient tissue samples in 120 cassettes derived from 15 processing runs, which had been executed in either retort a or b using the "1 hr and 9 hr" protocols between 14 and 23 (B)(6) 2021, exhibited sub-optimal processing. The tissue type(s) and size(s) of the affected patient tissue samples were detailed as: "gi mostly" and "small" respectively.the fas requested the complainant to provide instrument logs to enable investigation of this adverse event by telephone on (B)(6) 2021, by email on (B)(6) 2021, and by email on (B)(6) 2022. On (B)(6) 2022, the complainant provided incident logs covering the wrong date range. The fas communicated with the complainant and documented the following information: "walked customer through, via phone, directions on how to collect full logs. Re-sent fileshare request. Customer mentioned to give them today to send. Asked the customer if they were able to be more specific with details but were only able to provide very general responses. Customer mentioned recently "they hadn't heard of any complaints from the doctors" and "unsure if there was sic still any issues." On (B)(6) 2022, the fas contacted the complainant by email requesting full instrument logs, which have not been received to date. On (B)(6) 2021, the assigned leica field applications specialist-core histology received information that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.